Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Visual inspection found some tissue buildup. The ptfe pad (teflon pad) was inspected and found slight separation with no metal exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe tip unit. The distal end was activated using saline and observed energy flowing normal. The wiper movement is normal. The movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The exact cause of the reported event could not be identified. However, based on previous investigation results, it can be inferred that a likely cause of the peeling of the tissue pad might be the following. 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated in seal & cut mode after a transection of tissue. 2) the probe and the non-insulated area of the grasping section became in contact with each other. 3.) Seal output was performed under this situation, the seal short circuit error occurred. During output in seal mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, it was presumed that the seal short circuit error occurred. As stated on the IFU (instruction for use) the user manual states: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response, updates. Further communication with the customer conveyed the following information: the procedure performed was a total laparoscopic hysterectomy and bilateralsalpingectomy-oophorectomy. This procedure was therapeutic. It is unknown if there was metal exposed on the device jaw. The generator settings were: under the thunderbeat tab ¿ seal & cut 1, seal 1. The error code u511(seal short circuit error) was received. The customer said there was a partial separation of the white tissue pad from the device. The error code appeared half way through the procedure and the nurse had to stand by the machine and keep resetting it when it alarmed. The cutting ability of the device worked fine, it was just the sealing part of the device that they had issues with. The tissue pad did not fall off into the patient and there was no harm to the patient during the procedure. The procedure was completed with another device from the same lot number. The device was inspected prior to use. No damage or abnormalities have been observed. The connection points to the generator were inspected. There was no cable damage observed. The transducer cords or the cords of any other medical device were not bundled during use. The device will be returned to olympus.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported event cannot be determined. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during an unspecified procedure the user received an error u511 (seal short circuit error) code on a thunder beat device. A partial separation of the white tissue pad from the device was observed. The error occurred half way in the procedure. The cutting ability of the device worked fine. The sealing part of the device had the issue. The tissue pad did not fall off into the patient. There was no harm to the patient during the procedure. No user injury reported.